Event description:
It was reported that the charging pad intermittently failed to power on, evidenced by the indicator light sometimes illuminating and other times not, resulting in unreliable charging of the device. Symptoms included none reported. Outcomes included no reported impact on health or therapy. Investigation included technical support assessment and troubleshooting with the user. Investigation of this case revealed an inconsistent power/charging function of the charger consistent with a faulty or failing charging component. It was concluded that the charger exhibited intermittent malfunction and requires replacement.